Event description:
It was reported that the patient was in the hospital due to diabetic ketoacidosis (dka). When contacted for follow-up, the patient stated that the pump was functioning properly, had just returned home, and declined further troubleshooting. No additional information was provided.